Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 3.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 3.x indicating that the detector was dropped. The device was not in clinical use and there was no patient or user harm. The field service engineer (fse) performed analysis and concluded the detector had been dropped, resulting in damage and loss of functionality. The backup cable is no longer operational, and the detector requires replacement. The damaged detector was replaced and the system has been returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was dropped. The device was not in clinical use and there was no patient or user harm.